Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two (2) segments in the iol case.. A significant amount of solution is dried on both surfaces of the optic and haptic of the segments. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens cracked ". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptic of the segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. All product and batch history records are quality reviewed prior to product release. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure the lens cracked on insertion into the eye. The procedure was completed with another lens instead. There is no harm reported to the patient. Additional information was requested.